Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the ball bearing cage was out of position. The field service engineer repositioned the ball bearing cage and replaced slide bumpers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, rails were jammed. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.